Event description:
During greenlight laser prostatectomy, as device was being utilized per MFR's instructions, the american medical system (ams) greenlight moxy fiber optic tip had separated from the laser fiber. The tip was recovered in its entirety. FDA safety report ID# (B)(4).